Event description:
It was reported that during a laparoscopic nepheroureterectomy procedure the harmonic ace active blade broke off in the patient. X-ray was used but the titanium blade tip was not seen/found. Procedure was completed with same like device. Device will not be returning.

Manufacturer narrative:
(B)(4). Device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.